Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 jun 2019 were reviewed 16 sep 2019 for MDR reportability. On (B)(6) 2013, the patient underwent a right knee arthroplasty due to degenerative joint disease. Two depuy cement products were used during the primary operation. It should be noted that the operative note stated that competitor cement was used, but the sticker sheet negates that. This pc will contain the information from the sticker sheet with the part/lot information of the depuy cement. The surgeon reported no intraoperative complications. On (B)(6) 2017, the patient underwent a right knee revision due to tibial tray loosening at the cement to implant interface, tibial tray subsidence, pain, and swelling. The surgeon reported a stress crack of the medial tibial plateau with placement of the sleeve component, no further fixation was deemed required. Two depuy cements were utilized as well as depuy components. Doi: (B)(6) 2013. Dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.